Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Checked the unit, carried out all the testing and calibration of the unit, during the testing found that the compressor temperature was high. Replaced the scroll compressor with another one tested the unit and found it working satisfactorily. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
Na.

Manufacturer narrative:
Due to character limitation event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) to go on standby mode spontaneously when it was being tested on system trainer, there was no patient involvement hence no harm or injury reported.

Manufacturer narrative:
Due to character limitation initial reporter full name: (B)(6). Updated fields: b4, d5,d8, d9, g3, g6, h2 h11. Corrected fields: e1 (initial reporter name, email), g2 e2, e3. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. Corrected fields: g2.

Event description:
Na.